Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect access solution was selected for farapulse. During the procedure, it was mentioned that when the radio frequency (rf) was turned on, the rf wire was not able to cross the fossa ovalis (fo), even after the tenting was observed. Reattempts were made five times, but still the issue persisted. Thus, the wire was replaced and the procedure was completed successfully. No patient complication was reported. The device is not returning as disposed in facility.